Event description:
The device listed an error 1000.

Manufacturer narrative:
(B)(4). The device listed an error 1000. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.